Manufacturer narrative:
No product has been returned for review and evaluation of this implant. There is no connection that can be made between the event and any shortcoming of the device at this time. Root cause has not been identified. Should additional relevant information become available, a subsequent report may be filed.

Event description:
It was reported the patient underwent a three level acdf procedure using peek cages supplemented with anterior fixation of a 58mm cervical plate and 14mm screws. During a patient post op visit, 5 months after the surgery, x-rays revealed that one of the screws had broken. The surgeon is monitoring the patient and at this point has chosen not to perform revision surgery due to the fact that fusion is occurring successfully.